Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included birth control pill. Concurrent conditions included body mass index normal. Concomitant products included hydrocodone and prednisone. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain/loss specify which one:weight loss"). In 2011, the patient experienced bacterial infection ("infection (other) describe: bacterial"). On an unknown date, the patient experienced back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), alopecia ("hair loss,hair thinning") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the back pain, fatigue, dysmenorrhoea, anxiety and depression had not resolved and the bacterial infection, migraine, headache, nausea, dyspareunia, vaginal discharge, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received : following events were added : abnormal bleeding (general),menorrhagia, infection (other)describe: bacterial, migraines, headaches, nausea, dyspareunia (painful sexual intercourse, vaginal discharge, weight loss, hair loss/hair thinning, lower abdominal pain, did not undergo essure confirmation test. Outcome of the event menorrhagia was changed from not recovered / not resolved to recovered/resolved. Medical history added. Concomitant condition and products added. Reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 627742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included birth control pill, menometrorrhagia, scoliosis, multigravida, parity 2, hormonal imbalance and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included body mass index normal, right lower quadrant pain, dysfunctional uterine bleeding, polymenorrhea, bleeding breakthrough, multiple allergies (bactrim, flagyl, flexeril, ibuprofen, bee sting, latex, seasonal, tomatoes.), bacterial vaginosis and bloating. Concomitant products included estrogen nos, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;norgestimate (sprintec), hydrocodone and prednisone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), 24 days after insertion of essure. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain/loss specify which one:weight loss"). In 2011, the patient experienced bacterial infection ("infection (other) describe: bacterial"). On an unknown date, the patient experienced back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), alopecia ("hair loss,hair thinning") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the back pain, fatigue, dysmenorrhoea, anxiety and depression had not resolved and the bacterial infection, migraine, headache, nausea, dyspareunia, vaginal discharge, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 125 lbs. Discrepancy noted as per previous fu: removal date of essure: (B)(6) 2012 and in this follow up removal date is (B)(6) 2012 . Discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2008 and in this follow up insertion date is (B)(6) 2008 . Number of coils present on the left-3 number of coils present on the right-3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Pathology test - on (B)(6) 2012: diagnosis: uterus, hysterectomy: endometrium: 1. Basal endometrium. 2. Negative for hyperplasia or malignancy. Myometrium: 1. Leiomyomata (one, measuring up to 0.7 cm, uterine weight 84 grams). 2. Negative for malignancy.. Ultrasound scan vagina - on (B)(6) 2010: uterus to be anteverted measuring 8.63 x 4.08 x 5.16cm for a total volume 95.13ml. The left ovary measured 3.56 x 2.25 x 2.4cm for a total volume of 10.4ml. The right ovary measured 4.16 x 1.75 x 2.75cm for a volume of 1.48ml.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fatigue, pelvic pain, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Lot number was added. Concomitant conditions, drugs, historical conditions, lab data and reporter's information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 627742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included birth control pill, menometrorrhagia, scoliosis, multigravida, parity 2, hormonal imbalance and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included body mass index normal, right lower quadrant pain, dysfunctional uterine bleeding, polymenorrhea, bleeding breakthrough, multiple allergies (bactrim, flagyl, flexeril, ibuprofen, bee sting, latex, seasonal, tomatoes.), bacterial vaginosis and bloating. Concomitant products included estrogen nos, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;norgestimate (sprintec), hydrocodone and prednisone. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), 24 days after insertion of essure. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight gain/loss specify which one:weight loss"). In 2011, the patient experienced bacterial infection ("infection (other) describe: bacterial"). On an unknown date, the patient experienced back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), alopecia ("hair loss,hair thinning") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved, the back pain, fatigue, dysmenorrhoea, anxiety and depression had not resolved and the bacterial infection, migraine, headache, nausea, dyspareunia, vaginal discharge, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 125 lbs. Discrepancy noted as per previous fu: removal date of essure: (B)(6)2012 and in this follow up removal date is (B)(6)2012 . Discrepancy noted as per previous fu: insertion date of essure: (B)(6)2008 and in this follow up insertion date is (B)(6)2008 . Number of coils present on the left-3 number of coils present on the right-3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Pathology test - on (B)(6)2012: diagnosis: uterus, hysterectomy: endometrium: 1. Basal endometrium. 2. Negative for hyperplasia or malignancy. Myometrium: 1. Leiomyomata (one, measuring up to 0.7 cm, uterine weight 84 grams). 2. Negative for malignancy.. Ultrasound scan vagina - on (B)(6)2010: uterus to be anteverted measuring 8.63 x 4.08 x 5.16cm for a total volume 95.13ml. The left ovary measured 3.56 x 2.25 x 2.4cm for a total volume of 10.4ml. The right ovary measured 4.16 x 1.75 x 2.75cm for a volume of 1.48ml.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fatigue, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. 627742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included birth control pill, menometrorrhagia, scoliosis, multigravida, parity 2, hormonal imbalance and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included body mass index normal, right lower quadrant pain, dysfunctional uterine bleeding, polymenorrhea, bleeding breakthrough, multiple allergies (bactrim, flagyl, flexeril, ibuprofen, bee sting, latex, seasonal, tomatoes.), bacterial vaginosis and bloating. Concomitant products included estradiol (estrogen), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), ethinylestradiol;norgestimate (sprintec), hydrocodone and prednisone. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 1 month after insertion of essure. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight gain/loss specify which one:weight loss"). In 2011, the patient experienced bacterial infection ("infection (other) describe: bacterial"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), anxiety ("anxious"), depression ("depressed") and alopecia ("hair loss,hair thinning"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved, the back pain, dysmenorrhoea, fatigue, anxiety and depression had not resolved and the abdominal pain, dyspareunia, vaginal discharge, bacterial infection, migraine, headache, nausea, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 125 lbs. Discrepancy noted as per previous fu: removal date of essure: on (B)(6) 2012 and in this follow up removal date is (B)(6) 2012 . Discrepancy noted as per previous fu: insertion date of essure: on (B)(6) 2008 and in this follow up insertion date is (B)(6) 2008, (B)(6) 2008. Number of coils present on the left-3. Number of coils present on the right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Pathology test - on (B)(6) 2012: diagnosis: uterus, hysterectomy: endometrium: 1. Basal endometrium. 2. Negative for hyperplasia or malignancy. Myometrium: 1. Leiomyomata (one, measuring up to 0.7 cm, uterine weight 84 grams). 2. Negative for malignancy. Ultrasound scan vagina - on (B)(6) 2010: uterus to be anteverted measuring 8.63 x 4.08 x 5.16cm for a total volume 95.13ml. The left ovary measured 3.56 x 2.25 x 2.4cm for a total volume of 10.4ml. The right ovary measured 4.16 x 1.75 x 2.75cm for a volume of 1.48ml. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fatigue, pelvic pain, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : reporter added. Event : abdominal pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of essure device). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, back pain, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.